Manufacturer narrative:
Hologic dispatched field engineer to investigate and repair the system. The defective component was returned to the factory, internal investigation was opened and the root cause is currently being actively investigated. Engineering analysis determined that should the failure recur, the system would behave in the same manner as in this case - the c-arm would drop by 4" and become unusable.

Event description:
Biomedical engineer called to report that a bolt that holds the flex arm sheared. The reported stated that the unit did not display a contact damage that would cause the failure. The c-arm dropped little, but did not fall. System was moved from use and was placed with the biomedical dept. The reporter did not have info concerning the date of the actual incident or under which conditions the unit failed. No injuries to user or operator were reported.